Manufacturer narrative:
The "relay option" actuated by the pt push button offered as an option with nicoletone ltm fixed install sys has been found to have a potential firmware to software conflict resulting in a malfunction of the relay signal when the pushbutton is activated in a fast repetitive manor. When the pt push button is activated twice in a row in less than 1.5 seconds, the signal to initiate the relay may not be recognized and may result in no relay activation. The relay is provided as an activating function for the using facility to assign to actuate what ever they design into their sys. The conflict control error has been identified and will be field corrected. The correction will be accomplished by a software patch loaded onto the existing software that resides on the nicoletone fixed install sys for users that have pt room relay capabilities.